Event description:
The customer reported that the computer will not boot up and the monitor is displaying a blue screen. Amo field service went on site and reported that the power supply emitted smoke when powered on.

Manufacturer narrative:
The amo field service specialist evaluated the system at the customer location and found the computer would not turn on. Field service mentioned that he observed smoke coming from the computer power supply. The field service specialist replaced the computer and verified the system was operational to device specifications following the repair. All pertinent information available to amo has been submitted.